Event description:
The patient was a (B) (6) male. The target lesion was mid right coronary artery (rca). The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. Pre-dilation with a balloon catheter (lacrosse; 3.0/15mm) was conducted and a cypher (3.5/13mm: complaint product) was delivered to the target lesion. When the cypher was inflated up to 10atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag and back-flow of blood into the inflation device. Therefore, the stent delivery system was immediately retrieved from the patient and post-dilation was conducted with another balloon catheter (hiryu, 3.5/10mm) to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient¿s infectious disease (hc). The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Guidewire:sion, guide catheter: mach1 6f fr4, balloon:lacrosse 3.0/15mm, hiryu 3.5/10mm, sheath: radifocus a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product, the reported customer complaint of balloon burst could not be confirmed. Review of the information provided suggest that vessel/lesion characteristics could have contributed to the reported event. There is nothing to indicate that there is a design or manufacturing issue therefore no corrective action is needed.